Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an e218 error. The issue was observed during a procedure. The procedure was completed with a similar device and there were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. The device evaluation found e218 occurred, the video connector had a scar, and the distal end had a minor scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
Correcting h10- the reported event was not confirmed during device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. User may be able to detect the suggested event by handling device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". User may be able to reduce / prevent occurrence of the suggested event by handling device in accordance with the following instructions for use (IFU): "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.